Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device could not recognize an open door. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a severed cheese head screw stuck in the link which restricted the links travel. The cheese head screw requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.